Event description:
Patient sustained injury from jumping off a second story balcony on (B)(6) 2012 and was treated with a plate and screw construct on (B)(6) 2012. Patient later developed an infection and a non-union was noted. Patient returned to the operating room on (B)(6) 2012 for removal of hardware, irrigation and debridement and the wound was vacuum suctioned. An external fixation was applied to the lower extremity along with a skin graft. Cultures were taken for infection and infection will be treated. No additional hardware was implanted. The explanted hardware was given to the patient. This is the 2nd of 18 reports submitted on this event.

Manufacturer narrative:
Device was not returned. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.